Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. The customer also reported that transmitter was not working. The customer was treated with bolus for high blood glucose level. The customer also stated that they were expecting to get a new transmitter but haven¿t got any auto mode. Customer was advised to replace the sensor. The insulin pump will not be returned for analysis.